Event description:
During dialysis treatment, smoke noted to be coming from the back of the machine. Burnt wires found at back of machine upon inspection by bioengineering. Machine taken out of service.